Event description:
During an operation, the operator noticed a burning smell coming from the device. There is no reported pt injury.

Manufacturer narrative:
Maquet cardiovascular u.s. Sales llc submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). MFR. Reference number: (B)(4). A field update was initiated in june 2011 to prevent problems as described above. With the field update, all console/mast interfaces will be sealed. Additionally a cover will be mounted over the power supply board inside the hl 20 console. In the very unlikely event that liquid will find its way into the console, the installation of this cover will prevent these fluids coming into contact with the power circuit board. The field update was not performed on the affected device in india. In the USA the field update is already completed. Mcv recall number: 8010762-2011-06-1002.